Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the device was assembled and tighten with a (B)(4) and a cup was positioned but when we tried to loosen the handle we were not able to loosen the handle again after tightening. It seems like it was stuck in the "wrong position."